Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by (B)(6) from daybreak that a daybreak classic device had a fit issue. The 39-year-old, male patient reported that the device has been causing gum bleeding and tooth soreness after removing the device, he says that the device feels snug. He stated that he consulted his physician, who advised him to discontinue use of the device and switch to CPAP therapy due to the severity of his sleep apnea. The patient stated that he does not wish to proceed with remakes. No outside clinical evaluation was sought. The patient has not discontinued use of the device. Medical consult was sought and the patient was escalated, therefore, the "request for device back was not pressed". Additional information received reported that the patient has discontinued use of the device.